Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that patient presented remote via merlin. Net transmission and low impedance and noise was observed on the rv lead. Patient was asymptomatic. Physician elected to continue to monitor the patient. Patient was stable.